Event description:
The nspire pft machine in room 1 had an electrical smell. It was found that the gem module was malfunctioning. The manufacturer was contacted by email and phone. They had the therapist trouble shoot the machine. Technical support felt it was definitely the gem and that it would need to be replaced. Tech support was sent the serial number. No patient was in the room at the time. Manufacturer response for pft system, hdpft (per site reporter). Device is under service contract. Company came to facility and replaced failed gem module with new module and created service report.